Event description:
During a post annuloplasty ring implant surgery, patient had elevated troponin levels, consistent with a heart attack. Patient had two pre-existing conditions. Mitral valve prolapse and atrial fibrillation. Valve leak was corrected, but af has continued sporadically over the past 11 plus years. There has also been one period of slow heart rate [4.2 seconds between heart beats]. This necessitated a pacemaker implant. The myocardial infarction may be associated with the ring implant. The af and slow heart rate may also be associated with the ring implant. This ring, serial (B)(4), model 5100 mccarthy annuloplasty ring was never cleared by the FDA's 510k process and was investigational. The ring manufacture and distribution was stopped [recalled december 2008] with (B)(4) percent of production inventory accounted for by september 2009, according to FDA's eir records. No subsequent 510k clearance was ever obtained for this ring. The patient just recently gained electronic access to northwestern hospital database to be able to view his records from the 2007 surgery/implant procedure. This should explain the delay in this reporting. The patient has searched for an explanation of his af and then paradoxically slow heart rate and then the resurgence of af, post the heart ring implant. It is believed that the myocardial infarction, associated with the heart ring implant and consistent with the reported troponin lab values, may provide an explanation for the patient's series of adverse events post ring implant.